Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A saline-like substance was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed insufficient adhesive was applied between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. Additionally, one video was returned showing liquid dripping out of the proximal end of the optical connector. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
Additional information: g4, h2, h3, h6. One video was submitted for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis; however, one video was returned. The video appears to show liquid dripping out of the proximal end of the optical connector, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
At the end of the atrial fibrillation ablation procedure, a leak was noted. During the last application of radio frequency and infusion of 0.9% saline solution, a leak was noted in the tubing where the optical fiber passes. The procedure had already been completed, therefore the device was not replaced. The procedure was successfully completed without harm to the patient.